Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The reported no audio output is being reported under MFR# 3004753838-2017-89426.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient's mother stated the patient experienced a nocturnal hypoglycemic event that resulted in seizures. It was indicated that the receiver did not alarm because of inaccuracies. The patient was taken to the hospital at 11:30pm and was admitted for a few hours. Further contact was made with the patient's mother on (B)(6) 2017 and at the time of further contact, the patient was being released from the hospital. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined. Reportedly, the patient calibrated during periods when cgm values were not present. Dexcom labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.